Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device displayed a red call doctor icon and this right ventricular (rv) lead exhibited out of range pacing impedance measurements, measuring at 2138 ohms a day after the implant. An automatic safety switch was triggered due to an out-of-range rv pace impedances. The patient was referred to contact their clinic regarding the red call doctor icon. Subsequently a lead revision procedure was successfully performed. This lead remains in service and no additional adverse patient effects reported.